Event description:
It was reported that during a da vinci-assisted surgical procedure, the wire of the maryland bipolar forceps instrument was frayed, and a piece of the wire came loose inside the patient. The fallen fragment was retrieved with forceps from the abdominal cavity by the assistant, confirming complete retrieval through visual inspection. No additional surgical procedures, such as laparoscopy or open surgery, were necessary for removal, and no post-operative imaging¿such as x-ray or ultrasound¿was conducted to check for remaining fragments. There were no complications to the patient as a result of the issue, and the patient has not returned to the hospital due to post-surgical complications related to retaining a foreign object. The instrument will be returned; however, the fragment was disposed of. No photos or videos were available for review.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has not been received for failure analysis evaluation.